Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during chemotherapy infusion, the safestep was found catheter detached from the handle of the needle. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the extension set tubing was not attached to the needle housing was confirmed, but the exact mechanism of damage could not be determined from the five photographs that were provided for investigation. Two photos showed a transparent dressing over what appeared to be the front left shoulder area. What resembled the needle housing and the safety mechanism from a 22g safestep infusion set was observed through the dressing. A red colored fluid is observed beneath the dressing and around the needle housing. The extension set tubing was not visible on the infusion set. Two photos showed the extension set tubing from the infusion set with two black clamps and y-injection site attached to a non-vad extension set and bottle of fluorouracil. The characteristics of the section of tubing that attached to the needle housing could not be discerned from the photos. One photo showed the needle housing with the safety mechanism engaged over the needle tip. No portion of the extension set tubing was observed extending from the proximal end of the needle housing. Since the photographs showed a separation of the extension set tubing from the needle housing, the complaint was confirmed, but the cause of the damage could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during chemotherapy infusion, the safestep was found catheter detached from the handle of the needle. No other information was provided.